Event description:
It was reported that 2000 bd vacutainer® sst¿ blood collection tubes had issues with cracked tubes, gel smearing, gel air bubbles, and/or hemolysis. There was no report of patient impact. Affected lots: gel air bubbles: 3201199 and 3201200. Cracked tubes, gel smearing, hemolysis: 3201199.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d4. Medical device lot #: 3201199. D4. Medical device expiration date: 31-jul-2024. H4. Device manufacture date: 20-jul-2023. D4. Medical device lot #: 3201200. D4. Medical device expiration date: 31-jul-2024. H4. Device manufacture date: 20-jul-2023. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 13-may-2024. Investigation summary: catalog number: 367986. Batch number: 3201199. Bd received 12 samples and 5 photos for investigation. The photos were reviewed and the indicated failure modes of hemolysis and damaged tube were observed. The customer samples were evaluated by visual examination and the issues of damaged tube, gel airbubbles, and gel strings were observed. Additionally, 30 retention samples from bd inventory were evaluated and no issues were observed. Complaints for sample quality are under statistical control for the month of april 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes hemolysis, damaged tube, gel airbubbles, and gel strings. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. Catalog number: 367986. Batch number: 3201200. Bd received 5 photos for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles was observed. Additionally, 30 retention samples from bd inventory, were evaluated by visual examination and the issue of gel air bubbles was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2000 bd vacutainer® sst¿ blood collection tubes had issues with cracked tubes, gel smearing, gel air bubbles, and/or hemolysis. There was no report of patient impact. Affected lots: gel air bubbles: 3201199 and 3201200. Cracked tubes, gel smearing, hemolysis: 3201199.